Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed the large needle driver instrument cable to be out. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal idler. There was no other damage found on either the pulley and clevis. Failure analysis also found indentations at the edge of the distal pulley with some scratches on the surface. In addition, the distal end of the instrument's main tube had a scratch mark, exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.